Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no consequences and was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was returned for analysis. Visual, electrical, mechanical, and longevity analysis was normal with no anomalies found.